Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant air in line alarm, which was not reproduced. The alarm was confirmed through a review of the device event history log and was found to be caused by continuity on the upstream sensor tail pins. The upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.